Event description:
Customer reported "the introducer of the bpu broke off inside the patient when it was being advanced. Ended up having a surgeon remove it."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
Following a thorough review of the manufacturing and inspection records for this lot, no deviations or non-conformances were identified. Additionally, an assessment of the returned product was completed, during which it was observed that the coaxial introducer cannula was broken in two pieces. Under magnified inspection, it was observed that the cannula showed signs of bending and tearing. It is possible that an event occurred in the user environment that led to the bending and breaking of the introducer cannula. The devices are closely monitored for defects both during manufacturing and packaging. Since a manufacturing defect could not be identified, no corrective action was taken at this time. Argon will continue to monitor for recurrence. Additional information provided in d.9., h.3., h.6 and h.10.